Event description:
During a coronary stent procedure of a pre dilated lesion, the stent dislodged. The guide catheter was not coaxial and had "flipped out" of the artery several times. The physician was unable to cross the lesion with the 32 x 4.5 express2. The express2 was successfully removed and the lesion was dilated again. The physician tried to advance the 32 x 4.5 express2 again and still was unable to cross the lesion. After several attempts to cross, everything "flipped out" of the coronary. Upon removal it was noted that the stent had dislodged. No attempt was made retrieval and the stent remains in the pt. Pt status is listed as "okay."